Event description:
Related manufacturer reference number: 2017865-2021-38945. Related manufacturer reference number: 2017865-2021-38946. Related manufacturer reference number: 2017865-2021-38947. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination, it was noted that a portion of the pocket had eroded and the pacemaker was visible. The physician explanted the pacemaker, right ventricular (rv) lead, left ventricular (lv) lead, right atrial (ra) lead on (B)(6) 2021. The patient is on antibiotics. The patient was in stable condition.